Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This is 1 of 9 MDR submission as mw5185859 is associated with medwatch# mw5185857, mw5185858, mw5185860, mw5185861, mw5185862, mw5185863, mw5185864, mw5185865. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported an erroneous glucose readings issue with the abbott diabetes care (adc) device. The customer further explained that they experienced "several serious health issues". Adc customer service successfully contacted the customer, however no additional information about this issue was provided as the customer was unwilling. It remained unknown if the customer received any third-party treatment or symptoms related to the reported issue. There was no report of death or permanent impairment associated with this event.